Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one other complaint for this po number has been received. The complaint issues reported are not related. Based on the complaint history review (chr) results, no further actions are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded intraocular lens (iol), the patient experienced pigment dispersion post-operatively. The patient is about six months post-operative with no improvement. Through follow-up, it was learned that this was an unusual case that may have been predisposed to some pigment on the cornea, anterior lens, and anterior vitreous. The patient has floppy iris, and really dark iris. Additional information was received reporting that difluprednate drops were prescribed for this issue in the right and left eye. There is no planned surgical intervention. The patient does not have any pre-existing conditions. There was no patient injury. The patient is stable on the drops. No further information was provided. This report is to capture the right eye event. A separate report will be submitted to capture the left eye event.